Event description:
The customer received pump messages multiple times stating that a minimum of 50 units of insulin were needed in cartridge after insulin was added and would not allow to complete the fill tubing step. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Shiould new relevant information become available a supplemental report will be submitted.